Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 41, 104, 120 and 106 mg/dl. Tests were done with 10 minutes. Patient did not experience any adverse events. No further information has been reported.